Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy electrodes on the front and back. The patient went to an urgent care where he was treated for possible shingles. The patient had a bandage applied and was given antibiotics and a cream for the rash by a physician. Patient reported that he was using cortisone cream and removed the device and that the irritation is almost gone now.